Event description:
The complaint/event involved a plum burette clave sites 114in ndehp. The clave additive port of the device reportedly snapped off. There was no human harm as a result of this event.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of clave additive port snapped off could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. A lot history review could not be conducted because no lot number(s) was/were identified.